Event description:
The reporter contacted animas on (B)(6) 2012 stating that the keypad buttons were unresponsive after water exposure and could not pass the verify screen. The reporter denied damage to the pump. The patient reportedly did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): no damage was observed to the keypad. All of the keypad buttons were tested and found to be responding appropriately. The keypad was removed and no issues were found with the button contacts. The pump was opened and corrosion was found on the keypad connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.